Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a pipeline stent and phenom27 had complications and death. Death from post-ischemic hemorrhage during dual-antiplatelet therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's death was not device-related. The antiplatelet therapy complicated the ischemia causing a malignant hemorrhagic event. The patient had been undergoing treatment for an unruptured, saccular left carotid siphon aneurysm. The aneurysm size was 11-15mm. The flow diverter was implanted without complications. The patient awoke without deficit. The next day, they awoke with right-sided weakness, and the patient was transferred to rehabilitation. Ischemic areas were detected during MRI and resolved with antiplatelet therapies within a month. According to the doctor, they were not related to the device. After about 30 days, on the same day of discharge, the patient presented a massive hemorrhage in correspondence with the ischemic areas not controllable by the double antiplatelet therapy. A decompressive craniotomy was performed. The patient died on (B)(6)2023.